Event description:
It was reported that the right atrial (ra) lead lead exhibited under sensing and a failed atrial lead positioning check. It was also noted there was under sensing on the right ventricular (rv) lead. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited under sensing and a failed atrial lead positioning check. It was also noted there was under sensing on the right ventricular (rv) lead. The ra and rv lead remains in use. It was also reported that the remote monitoring network express portable document report (pdf) was not generating. Technical support person logged in to the bang and able to create pdf and review episodes. After providing the verbal report and creating a note in remote monitoring network express and was able to generate a pdf with episodes. A ticket was created. No patient complications have been reported as a result of this event.